Event description:
It was reported that a homechoice automated pd set with cassette had a leak coming from the tube. It is unknown at which step of therapy this event occurred during or if the patient was connected. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation contaminated and unable to be investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the sample has been received and the evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.